Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The hospital reported a customer who was found unconscious and in a coma. The customer's blood glucose at the time of admission was 1 mg/dl. According to carelink, the customer has not been taken any bolus through his insulin pump for a few weeks. The insulin pump is being returned for examination. No additional information is provided.